Event description:
As reported, approximately 2 years and 6 months postoperative a l tha, during a follow up visit, the patient complains of hip pain, x-rays shows loosening of acetabular component, breakage of screws of the graft. Patient was revised on (B)(6) 2019. No further information provided. Postop diagnosis is avascular necrosis.

Manufacturer narrative:
Section h10: (h3) the evaluation noted the revision reported was likely the result of either screw breakage which did not allow for adequate initial fixation of the cup resulting in loosening or loosening of the cup which applied a bending moment to the screws, allowing them to fracture. However, this cannot be confirmed because the components were not returned for evaluation and additional information was not provided. No information provided in the following section(s): b6, d4 (expire date, UDI number, serial number, and catalog number), d7, g5, and h4. The following section(s) have additional info: b5, g3, g4, g7, h1, h2, h3, h6, and h7. Section h11: corrections made in the following section(s): (f6 and f8) this was entered in error. Please disregard.

Manufacturer narrative:
Section h11: (b4) event date in the initial submission should have been (B)(6) 2019.

Manufacturer narrative:
Pending evaluation.

Event description:
During follow up patient refers hip pain, x-rays shows loosening of acetabular component, breakage of screws of the graft. Patient will be scheduled for revision surgery. No further information provided.